Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
At the moment of placing the definitive insert, it bounces and breaks the safety wire causing damage to the insert, it was not mishandled, it was placed correctly, it was a problem of the implant.